Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported cracked barrel. Event description: when administering an injection to a patient, it was discovered that the catheter flusher had a crack, causing leakage when administering the medication.

Manufacturer narrative:
Review the production batch records provided with number 303537 and batch 5070123. No abnormal conditions that could lead to this defect were found during the production process, and all processes and final inspections were in compliance with the specification requirements. There are no relevant quality notifications for this batch of products. Visual inspection was performed for 180 ea of retain samples of this batch, no barrel cracked was detected. There are no samples and pictures, so the investigation of the samples cannot be carried out. No other action taken.

Event description:
No additional information provided.